Event description:
It was reported that the device was used for cardiovascular surgery on (B) (6). During surgery, the patient was doing well, but the patient's condition suddenly changed when closing the chest. Customer checked and pulmonary artery perforation was confirmed. Middle lobe was resected and percutaneous cardio-pulmonary support (pcps) was used. On (B) (6), hemodynamic status was being managed and monitored by pcps. Additional information was provided by the sales representative, it was indicated that on (B) (6), it was reported that on (B) (6) 2010, pcps was weaned away from the patient but the patient condition was still unstable. Pcps was used again. On (B) (6), sales representative visited the director (B) (4), (director of the emergency critical care center) and the sales representative asked the director about the patient's condition, and it was indicated that it was quite severe. On march 3, 2010 additional information indicated that the patient passed away on (B) (6) 2010. On march 4, it was reported that the original diagnosis was av disease and sinus of valsalva aneurysm. On (B) (6) 2010, the patient passed away due to being associated with the intestinal ischemia. On march 4, sales representative reported that it was originally stated as device was not returned from customer, but the device was still at the hospital and it will be returned for evaluation. Doctor commented that it seemed the catheter was stiff and the doctor did not pull back the catheter when they used the heart-lung machine.

Manufacturer narrative:
At this time, the hospital has the catheter and it is unclear if the device will be returned for evaluation. However, if the device is returned for evaluation a follow up will be submitted. This event was determined to be reportable following edwards standard procedures. A device history record review was not completed due to a lot number not being reported.

Event description:
It was reported that the 9800 system had a low ma error message during a case. No patient injury was reported.

Manufacturer narrative:
Two possible lot numbers were supplied, 58782955 and 58787723; expiration date 58782955 - 04/2011; 58787723 - 05/2011. Manufacture date 58792955 - 10/25/2009, 58787723 - 11/06/2009.